Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported by pt that he underwent a total hip replacement in 2007, utilizing a durom acetabular cup. Post-op, pt was experiencing pain and was revised 2007.